Event description:
It was reported that the patient expired due to a middle cerebral artery stroke, cardiac disease, and multiple comorbidities. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
The patient previously experienced a stroke that is reported under MFR #: 2916596-2022-12411. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not be conclusively established through this evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists potential adverse events, including stroke and death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.